Manufacturer narrative:
Gtin number: unknown since the serial number is unknown.

Event description:
The sjm trifecta valve was implanted in 2012. Approximately two years post procedure, a subsequent tavr was performed and the patient died (dates unknown).

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.